Event description:
This device is part of the battery performance alert advisory and awaiting explant. The device could not be interrogated, and an alert indicating it had reached the elective replacement indicator (eri) was issued. No patient symptoms were reported.